Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager kept failing. The customer stated that it could be recovered, but it would continue to fail afterward. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failing. A field service engineer (fse) found that the remote manager had been failing. The remote manager was tested, and the error was successfully duplicated. The latch detent was replaced, and the remote manager was tested again using the test software. The customer also tested it, and all results were satisfactory. The system functioned as intended after the field service engineer repaired the device.